Event description:
Alleged the brake "pops" out of the locked brake position.

Manufacturer narrative:
The facilities maintenance alleged the birthing beds brake "pops" out of the locked position. The casters were adjusted to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.